Manufacturer narrative:
The subject device is returned to olympus for inspection. There was no failure reported. There is a possibility that the coagulation near the metal clip caused that phenomenon. There were no further details provided. If significant add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp (omsc) was informed that during a routine polypectomy, the polypectomy site required further haemostasis and although this was achieved using boston clips, a small area required further treatment. The psd-60 was used to provide coagulation but during use it evident this was not having the desired effect and the psd-60 appeared to have stopped working, even though no alarm was heard. Using the psd-60, coagulation was tried on nearby tissue and coagulation was achieved. To rule out, a fault with the psd-60, an erbe diathermy machine was used to provide coagulation at the same site and this also appeared not to work, again no alarm was heard. Finally, erbe apc was used to coagulate the affected site which had the desired result. There was no pt injury reported.